Manufacturer narrative:
The device was returned to olympus for inspection a root cause of the reportable malfunction could not be specified. Based on the results of the investigation, the distal end had a burn. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope distal end had a burn. There were no reports of patient involvement.